Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/22/2024.

Event description:
Healthcare professional reported doesn't have a capsular contracture, has breast implant ruptures that were found on her pet scan because has lymphoma. Lymphoma is not related to device. This is the right-side record. Device has been explanted.

Event description:
Healthcare professional reported doesn't have a capsular contracture, has breast implant ruptures that were found on her pet scan because has lymphoma. Lymphoma is not related to device. This is the right side record. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted an opening assessed as an unidentified tear. The shell thickness was within specification.